Manufacturer narrative:
(B)(4)

Event description:
Patient and patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient and patient's mother to close all background applications, turned off and on bluetooth, closed and relaunch the g5 application, which was successful. No additional patient or event information is available.